Event description:
Reference number (B)(4). Event occurred in france it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blood glucose level was 400mg/dl at the time of event and the patient got treated with pen no further information available